Event description:
The device was returned for service. During service by baxter, a broken door on channel 1 and a broken door handle on channel 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 23 2007. Evaluation summary:the facility representative reported, an occlusion alarm. Information was not provided regarding whether or not the problem occured during a patient infusion. The pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarm was caused by a broken door. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA #mdq-CAPA.